Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's truespan meniscal repair peek 12 degree was inserted into the meniscus, fired the first implant, but then a coil from inside the shaft of the device was inside the patient. The sales rep stated the first implant and the coil were removed from the patient with no debris left behind. The sales rep stated that the issue was found when the device would not fire the second backstop. The case was completed with another like-device with no patient harm or delays. The sales rep stated there is no need for surgical intervention. The device is being returned for evaluation.

Manufacturer narrative:
Xproduct complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. The device was evaluated by the soft tissue product development engineer. The pusher rod was broken at the weld. This part is 100% inspected for weld strength (10 lb. Axial pull test). The device was then reviewed with the lcm engineer for this product and the finding of the broken weld was confirmed. A complaint report was run for this device and there were no other failures reported for this type of defect. This complaint can be confirmed. No nonconformances were identified for this part number (228151), lot number (l991745) combination per we believe this issue to be an anomaly and a one-off incident. Based on the overall complaint rate for this type of failure, at this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).